Event description:
It was reported to st. Jude medical that the device was explanted due to confirmed noise and distortion on the electrograms (egms). The markers did not correspond to the noise and the egm, therefore it was impossible to confirm if the therapies were appropriate or not. The device battery voltage at interrogation was 2.15 volts.